Event description:
This info was reported as a customer complaint. Vasoseal was used in right groin following a diagnostic catheterization procedure. Immediately following procedure, the pt had a small bruise. Later pt was discharged. The next day the pt stated that he had pain and a bruise at back of his leg that eventually went up to cath site. Five days later pt presented to hosp and was diagnosed with a pseudoaneurysm. Ultrasound guided compression was done and pt was admitted for bedrest and observation. Two days later pt has surgical procedure because compression did not hold.